Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in performing the reset. Following the reset, the malfunction did not recur, and the customer was instructed to continue using the pump, with the suggestion to call back if any issues arose again.